Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed and went into safety mode (emergency state). This occurrence was noticed during patient ventilation. The alarm was observable both visually and through hearing. Sv341009. (Pventpressuresensordefect). No device log files were provided to hamilton. There is patient involvement reported. This event occurred during ventilation but was not further clarified. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device alarmed and went into safety mode (emergency state). - this occurrence was noticed during patient ventilation. - the alarm was observable both visually and through hearing. (B)(6). (Pventpressuresensordefect). - no device log files were provided to hamilton. - there is patient involvement reported. This event occurred during ventilation but was not further clarified. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed and went into safety mode (emergency state). This occurrence was noticed during patient ventilation. The alarm was observable both visually and through hearing. Sv341009. (Pventpressuresensordefect). No device log files were provided to hamilton. There is patient involvement reported. This event occurred during ventilation but was not further clarified. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4. Follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. During active ventilation while transporting a patient to a CT scan, the device entered safety ventilation mode and the screen went blank. The audible alarm was intermittent. The user rebooted the device, after which it returned to normal operation, and the patient transfer was completed without further issues. The event did not cause or contribute to a death or serious injury to the patient. Hamilton medical received and analyzed the device's event log, error log, and service log. The analysis confirmed that the incident occurred on (B)(6) 2024. Between 10:27:58 and 11:12:14, the system recorded multiple technical events and faults, including technical event 231036 indicating a defective pvent pressure sensor, and technical faults tf 341009 (pvent-control defect), tf 385002 (safety mode observation failed), and tf 346054 (safety failure detected). These faults occurred during active ventilation, and the logs also documented mode changes and software restarts. The error log further confirmed that the pventc sensor had failed, and the service log corroborated the presence of the same technical faults. Although the instrument report was not available, the collected data clearly indicated a failure of the pressure sensor assembly. The field technician reported that the failure could not be reproduced, and no part was replaced. Although the investigation concluded that the pressure sensor assembly required replacement, no corrective action has been implemented to date, as the customer did not respond to follow-up communication. The device has since been monitored in use without recurrence.